Manufacturer narrative:
The problem was due to 2 damaged diode units. After the replacement of this 2 units, the laser system restarted to work. We are unaware about patient injury.

Event description:
The laser system has the following problem: "no energy output. Diode replaced but no fiber detected."